Manufacturer narrative:
On (B)(6) 2017: device evaluation in progress; supplemental report will be submitted after additional information has been obtained. On (B)(6) 2017: the evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Buckled, patient fell and broke his hip, patient was walking down the sidewalk with his backpack and 3 ring binder, then the knee felt like it went into free swing and buckled on him. Practitioner said he landed just right on his hip and had surgery has been in the hospital for 3 days. He was walking down the sidewalk (concrete) with his backpack and a 3 ring binder in his hand talking to his friend on the phone. The knee felt like it went into free swing then it buckled. The patient's friend took him to the hospital he had surgery and was in the hospital for 3 days. Patient broke his hip when he fell.